Manufacturer narrative:
Pt identifier, age, weight and gender were not available.

Event description:
The distributor reported the dyonics rf generator failed to deliver any output intra-operative. A new wand was opened and attempted; however, the problem persisted. Attempts to obtain additional info from the distributor regarding this event were unsuccessful. No additional info is available at this time.